Event description:
It was discovered during pre testing at (B)(4) that the device has no power. The event was not during surgery and the event was not related to a specific patient. This is 1 of 1 report.

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device has been returned and the investigation is ongoing.